Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 200 mg/dl to 400 mg/dl and 366 mg/dl at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they was allege the insulin pump for under delivery. Customer stated that drive support cap was normal. Customer stated that displacement test was passed. Customer reports they did contact their health care professional regarding the high blood glucose. Customer reports bolus wizard was programmed accurately. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer stated insulin exited at the quick release. Customer states the cannula was not bent. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.